Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer went to the emergency room on (B)(6)2015 due to elevated blood glucose levels. Customer was treated through intravenous insulin drip and released from the hospital the same day.